Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was identified as an intermittent baton failure. The blade was plugged into a test monitor and the monitor was powered on; the image was good. The cable was wiggled at the input and the image completely cut out and a no signal error message appeared on the screen. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, when pressure was applied to the handle, the video intermittently cut in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.